Manufacturer narrative:
Quality controls were run before the event and were within specs. Controls were not run after the event. From (B)(4) 2010 to (B)(4) 2010, the field service engineer (fse) completed several service calls for this event. During those service calls, reagents were replaced, and parts replaced included the differential syringe assembly, valves, and motors for the differential and reagent syringe. On (B)(4) 2010, the instrument was removed from the customer's facility and another analyzer was installed. The root cause was not determined but is related to the instrument problem determined to be non field repairable. The instrument did generate instruments flags that alerted the customer to further review the test results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous white blood cell (wbc) count and differential results on one pt sample when using the coulter act 5diff al hematology analyzer. There were instrument generated flags with the test results. The sample was tested three times. Test results obtained on the third test run were considered correct. No erroneous test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.